Event description:
It was reported that the patient experienced urethral erosion with an ultrex cylinder fgs inflatable penile prosthesis (ipp). The device was removed and replaced with a spectra. There were no adverse patient effects in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.